Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of equipment - xd dual flat screen holder. It was stated the screws are missing from the one side of the dual flat screen holder. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of equipment - xd dual flat screen holder. It was stated the screws are missing from the one side of the dual flat screen holder. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the device did not meet its specification due to screw which was missing and in this way it contributed to the event. The provided information does not indicate if the device was or was not being used for patient treatment when the event took place. As stated by the subject matter expert, the screw fixing the handle plate on the bracket broke and snapped off. The plate remained attached by the other fixing screws. Most of the time the screen holder is located out of the surgical field, away from patient environment. The loosening of the screw was probably caused by an excessive effort during handling, lack of inspection could also have contributed to its progressive breakage. This defect is visually detectable during the inspection performed by the users before any surgical procedure. To prevent any similar incident, it is recommended to respect the user manual instructions, mentioning to check the tightening of the securing screws (nm 01820 en 01, page 16). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).